Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a no delivery alarm during each prime. Customer did not call to troubleshoot. Customer put insulin pump aside and began using a backup insulin pump which was used for two to three months. Customer reported of waking up with blood glucose of 29.0 mmol/l. Customer reverted back to newer pump and was able to stabilize blood glucose.